Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 02/13/2014 to 08/31/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device experienced a watchdog error. There was no reported patient involvement.